Manufacturer narrative:
Follow up with customer indicates that the customer was "fine now" and no troubleshooting was necessary. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's caretaker, who is untrained in the use of the pump, was unsure if a bolus was delivered after inputting the customer's blood glucose level of 240 mg/dl. It was unknown if the customer's blood glucose level was impacted.